Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 was returned, and it was found during visual inspection that the teeth were damaged and the ligator was returned with three bands, which were overlapped.additionally, during the media inspection, the bands were confirmed to be overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that excessive force may have been applied during device use, resulting in damage. Alternatively, the issue could be related to the technique used when introducing the device into the patient, which may have caused the teeth to bend or break, and impact the handle's functionality during band deployment. One band was found to be damaged. This failure mode may be related to the physician's technique or the way the device was handled during band deployment. Factors such as device positioning or anatomical tortuosity during the procedure could have affected the handle's functionality. Additionally, the technique used to grasp the varix or polyp with the ligator unit might have caused suture displacement, leading to improper band deployment or band overlap. It is also possible that attempts to release the band from the suture, combined with damage to the teeth, contributed to the deployment issue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal band ligation procedure performed on (B)(6) 2025. During the procedure, the elastic bands did not deploy after aspirating the varicose cord. The handle was triggered several times, both during and after the procedure, but deployment was unsuccessful. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal band ligation procedure performed on (B)(6) 2025. During the procedure, the elastic bands did not deploy after aspirating the varicose cord. The handle was triggered several times, both during and after the procedure, but deployment was unsuccessful. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a media analysis showing the overlapping of the bands. No other problems with the device were noted. The speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed the bands were overlapped. No other problems with the device were noted from the photo. The reported event of bands unable to deploy was confirmed. Upon media analysis, it was possible to observe in the photo provided by customer that the bands were overlapped, which indicates inability of the device to deploy the bands. Since the device was not returned for analysis. The problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal band ligation procedure performed on (B)(6) 2025. During the procedure, the elastic bands did not deploy after aspirating the varicose cord. The handle was triggered several times, both during and after the procedure, but deployment was unsuccessful. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.